Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net with noise reversion episodes. Pacing was inhibited, the patient was asymptomatic no intervention had been reported, the patient was doing fine.

Event description:
New information received states that the lead continues to exhibit noise. The lead remains implanted.